Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Note: manufacturer contacted customer on 1/13/2017 in a follow-up call to ensure the customers new replacement products have resolved the customer original concerns. Spoke with customer who states they can not talk at this time and will call back. He is currently hospitalized with blood clots in his leg. Gave customer contact number and extension to call back

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 200 to 300 mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer concerned with all results dated (B)(6) 2017.